Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to a vibratory alert. A diagnostic anomaly was observed indicating non sustained right ventricular oversensing during a ventricular tachycardia (vt) episode. Programming changes were made. The patient was scheduled for a follow up with a cardiologist for vt episodes. The patient was stable and was to continue with at home monitoring.

Event description:
It was noted that the patient was scheduled for a follow up (B)(6) 2019. It was noted that additional non sustained oversensing episodes occurred on (B)(6) 2019 following the patient's scheduled appointment. It was noted the patient was in a slow ventricular tachycardia (vt) with a cycle length (cl) that due to a timing issue allowed the device to call the episode non sustained right ventricular oversensing. No other information is available at this time.

Event description:
New information received notes that programming changes were made to but some right ventricular oversensing during slow ventricular tachycardia was still present. The patient was placed on amiodarone medication and the oversensing was resolved.